Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump reservoir compartment has a bump and is damaged. Customer stated they do not recall any significant events that lead to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 271 mg/dl at time of reporting. Nothing further reported.